Event description:
Juvederm injected on the above date ultra xc. A portion was injected on the jaw line. Only asked for it in the nasal folds and around mouth where I had it before. Middle of the night awoken to severe neck muscle spasms. Was told to use capsaicin over the counter. This worked temporarily. Went to the pool on a very hot day with dry heat, was not warned about being in the heat. Since then the neck area is a complete mess. Muscle spasms constantly. Dermatologist says that the injection could not have traveled to the neck, went to plastic surgeon, he recommended massage and neurologist. Have been to both no relief. Have not had the shot to remove the juvederm because don't want to chance it getting worse. I am not sleeping and have lost my appetite. The anxiety it is causing over the last two months is incredible. I need some relief, please help. Date the person first started taking or using the product - (B)(6) 2018. Cosmetic.